Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, bd was unable to determine the second lot number associated with this complaint; therefore, a review of the device history record could not be conducted for the unknown lot. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of blood pooling was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of blood pooling based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing at least 65 occurrences of blood pooling. The following has been provided by the initial reporter: during collection of samples for orthomolecular evaluation, with an amount of 65 tubes for collection, the scalp presented the same issue reported by, where the rubber of the distal needle (sleeve) didn't recover to its initial position, and there was the extravasation of blood between the exchange of tubes. The issue occurred during the use of 3.5ml sst bd tube (material #357983), but there was no damage, and no exposure either to the people involved in this action. Customer further reports that has contacted other units of the facility and has been informed that the same fact has already occurred with the same kind of collection, where too many tubes are collected from one single patient.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing at least 65 occurrences of blood pooling. The following has been provided by the initial reporter: during collection of samples for orthomolecular evaluation, with an amount of 65 tubes for collection, the scalp presented the same issue reported by, where the rubber of the distal needle (sleeve) didn't recover to its initial position, and there was the extravasation of blood between the exchange of tubes. The issue occurred during the use of 3.5ml sst bd tube (material #357983), but there was no damage, and no exposure either to the people involved in this action. Customer further reports that has contacted other units of the facility and has been informed that the same fact has already occurred with the same kind of collection, where too many tubes are collected from one single patient.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1097830. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-04-07. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.